Event description:
It was reported during reprocessing after the case, after the subject device had been sterilized once, it was confirmed that the sterilization pack had turned brown. The user facility speculated that the stain may have been caused by rust or insufficient reprocessing. The instrument was cleaned and sterilized again to make sure that no brown material was present before use. There were no reports of patient harm or involvement.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.